Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that external pulse generator (epg) had broken output connector assembly. It was also indicated that the upper case was broken, and the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The ventricular pacer wire could not be secured. The epg was returned for service. There was no patient involvement.